Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad and probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The user facility informed olympus that during a diagnostic operative laparoscopy with adhesion removal procedure, the teflon pad from the grasping section of the device burnt, detached and fell into the patient. The surgeon retrieved two pieces of the teflon pad from the patient. There was no unusual bleeding reported. It was reported that the surgeon was performing the seal and cut function when the teflon pad damage occurred. Simultaneously, a ¿probe check error¿ message was observed on the generator and upon withdrawing the hand-piece the probe of the device was noted to be blackened. The device was replaced and the intended procedure was completed. There was no patient injury reported.